Event description:
It was reported that prior to a pulsed field ablation procedure, while the sheath was being prepped, the braiding on the sheath was noted to be frayed. The sheath was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012498048 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube and irregular surface roughness on the shaft. The steering mechanism and deflection test were performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the irregular surface roughness observed on the shaft and the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.